Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient had been using the xenium dialyzer since (B)(6) 2010 with no evidence of any reaction. The reaction was noted within 30 minutes of therapy initiation. The patient received tavegil, dose and route unknown in addition to the cortisone. The therapy circuit was discarded and changed to new products. The physician indicated the event was related to the dialyzer due to the apparent allergic reaction.

Manufacturer narrative:
(B)(4). A sample was not received for evaluation and the lot number is unknown, therefore, a root cause cannot be determined. A batch review could not be performed by the manufacturer because the lot number was not available.

Event description:
A nurse from (B)(6) reported a patient presented heat, red coloration in face, difficulty breathing, chest pressure, and nasal congestion during patient use of the dialyzer and hemodialysis. Cortisone (dose and route unknown) was administered to patient. The patient recovered from this event.